Event description:
The anesthesiologist was performing a spinal during labor & delivery and the needle broke off in the pt's back in 2000. Pt was warned at time of procedure the risks and due to the pt's medical condition at the time they could not remove the needle. A few weeks later the needle was surgically removed (date not available). Sample is being retained by risk management for legal reasons. No further info is available.